Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced recharge burden. Consequently, surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Additional information was received that the patient lost therapy and the ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.